Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was capped and replaced. There were no adverse consequences to the patient. The patient was in good condition post procedure.